Event description:
Major pump unit(s) involved: blood pump specific component(s) involved: driveline malfunction.

Event description:
Major pump unit(s) involved: blood pump;percutaneous driveline wiring.specific component(s) involved: driveline malfunction.causative or contributing factor: patient noncompliance in device maintenance and protection.intervention(s): replacement of pump; type: lvad.